Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4). Serial: (B)(6), batch: 20260169.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system due to lead migration. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, both the l4 and s1 drg leads had migrated. As a result, surgical intervention took place on (B)(6) 2025 wherein both the migrated leads were explanted and replaced to address the issue.